Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after intubation, the cuff deflated and was replaced. Soon after replacement the cuff deflated, so it was replaced again. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: one used decontaminated sample was returned for investigation without its original packaging. Customer is claiming cuff leak which was detected during use. Under visual inspection we noticed a tear in cuff. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. Each cuff shall be also tested by customer prior use. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.